Manufacturer narrative:
Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after use, a 980 ventilator battery "was not fully recharged". The ventilator was not in use on a patient at the time of the reported event. The battery was replaced. In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis and an adc (analog digital converter) voltage out of range was found in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a damaged power surge; however the source could not be determined. If information is provided in the future, a supplemental report will be issued.